Event description:
It was reported that the insulin pump had a crack on the screen. The customer did not provide the blood glucose reading. She stated that the display screen was dark after she accidentally hit the insulin pump on the corner of a wall while running away from a dog. She observed a black, cracked screen. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.